Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2012. During the procedure, there was something stuck in the connector for the disposable. It is unk how the procedure was completed. There were no adverse pt consequences reported. Additional info has been requested.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2012. (B)(4) - damage to drive connector or coupling. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.